Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to confirm the customer-indicated failure. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 14 of the bd micro-fine¿+ pen needles were found with a degummed seal. The following was received by the initial reporter: the details of end customer reporting are as follows: in april, the customer purchased a box of 14 insulin needles from a pharmacy. When the customer used it yesterday, it was found that the seal between the insulin needle and the end of the injection pen was degummed. The customer checked other products and found this situation on every product (some have been degummed, and some are about to be degummed); 1 piece has been used, and 13 pieces have not been used yet.

Event description:
It was reported that 14 of the bd micro-fine¿+ pen needles were found with a degummed seal. The following was received by the initial reporter: the details of end customer reporting are as follows: in april, the customer purchased a box of 14 insulin needles from a pharmacy. When the customer used it yesterday, it was found that the seal between the insulin needle and the end of the injection pen was degummed. The customer checked other products and found this situation on every product (some have been degummed, and some are about to be degummed); 1 piece has been used, and 13 pieces have not been used yet.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.